Event description:
Customer reported that 6 to 7 bottles with cracked glass around seal of bottle. Some bottles leaked when placed into instrument. Pt specimens are negative to date for afb. No death or serious injury as a result of this event.